Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two events where tubing was disconnected from cartridge (B)(6) 2024 and (B)(6) 2024. Infusion sets were used for 24 hours. Patient also experienced high blood glucose level. Blood glucose level was displayed high at the time of the event. Patient took correction bolus via pump for the treatment. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.